Manufacturer narrative:
(B)(4). The following sections could not be completed because the part/lot information could be: d1 - 12 hole ladder plate. D4 - catalog number - 73-2632. G4 - k161896. Or the part/lot information could be: d1 - ribfix blu 12 hole plate. D4 - catalog number - 76-2602. G4 - k162974. D10: concomitant medical products, part (lot): 73-4210(unknown) qty: 8. 76-2414(unknown) qty: 4. 76-2416(unknown) qty: 8. 73-2412(unknown) qty: 8. 76-2408(unknown) qty: 35. 76-2410(unknown) qty: 43. 73-2414(unknown) qty: 2. 76-2602(unknown) qty: 8. 73-2632(unknown) qty: 2. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent an initial procedure. Subsequently, the patient had a CT scan conducted which revealed 3 of the plates were fractured on the same side. The patient was not experiencing any pain. Further, the surgeon noted the plate fracture was due to the surgeon fixing the ribs to cartilage initially versus fixing rib to rib. No further intervention has been reported to date. Attempts have been made and no further information has been provided.